Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: coupler seal sticks out. A definitive root cause could not be identified for the green line noise. A definitive root cause could not be identified for the e226 (endoscope communication error). A definitive root cause could not be identified for the coupler seal sticking out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 (facility name): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited error e226 and green line noise the issue occurred during sedation, the same device was used to complete the unspecified therapeutic procedure. There were no reports of patient harm.